Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. User had completed a pump reset prior to contacting support, and the issue was resolved.